Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. The reported device damage was confirmed. The sheath was fractured distal to the hub. The reported event of a leak could not be confirmed. The sheath passed aspiration testing with no anomalies observed. A pressure leak test could not be conducted due to the aforementioned damage. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture and damaged seals remains unknown.

Event description:
During the pfa procedure, venipuncture was performed, and after the introducer was inserted, blood leaked from the base of the introducer. The base was found to be fractured at the hub. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. It was unknown when it was physically damaged.